Event description:
It is reported by male nurse that the devices are defect. The introducing constricted and a piece of a cable is still inside.

Manufacturer narrative:
An event regarding a non functional device involving a d/m one-sided cable tensioner was reported. The event was confirmed. Method & results: -device evaluation and results: returned device showed a wire fragment remained engaged in the jaws, also deformation damage to the tip of the curved tube component was observed. -medical records received and evaluation: not performed as no patient involvement was reported. -device history review: records indicate that all devices were manufactured and accepted into final with no reported discrepancies. -complaint history review: there have been one other event for the lot referenced. The investigation concluded that d/m one-sided cable tensioner is functionally acceptable as the tensioner was able to tension the cable to the reference pounds as marked on the device and release the cable. Conclusions: the investigation concluded that deformation damage to the tip of the curved tube component can result in damage to cables and loss of functionality of the tensioner device. The deformation of the tube occurred due to overload; however, it did not appear consistent with normal use of the device and was likely due to an off-axis impact or load application. No material or manufacturing defects were observed on any of the device featured evaluated.

Event description:
It is reported by male nurse that the devices are defect. The introducing constricted and a piece of a cable is still inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.